Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid (20mg/ml at unknown dose) and bupivacaine (40mg/ml at unknown dose) via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp) reported there had been two cases when refilling where they felt there was an "air lock" preventing them from filling completely. The hcp thought the first one would have been in (B)(6) sometime and at that point the person refilling was only able to get in ~15 ml before it locked. The hcp stated at the refill today they were only able to get in about 3 ml before it locked. The hcp said after the first time it happened, she thinks they ended up rinsing with saline between refills and the refill after that about a month ago went fine. The hcp said the expected volumes have matched and the patient was getting good relief. The manufacturer's technical services specialist (tss) reviewed that with high concentrations of drug, if some precipitates in the drug pathway, it could be preventing them from filling completely.